Event description:
It was reported that the patient received inappropriate shocks due to a fractured lead. It was further reported that the patient alert triggered and the patient went back to the clinic as they were concerned about receiving another shock. There was high impedance noted on the lead indicating possible fracture. The alert was programmed off. Venogram on the patient revealed occlusion of the right subclavian vein. The lead will either be replaced or the device will be turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.